Event description:
The customer reported difficulty acquiring v2 of 12-lead ECG.

Manufacturer narrative:
The customer isolated the issue to the ECG leads trunk cable. Philips took this report and sent the customer a replacement ECG leads trunk cable, which resolved the reported issue.